Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) levels rising after wearing the pod for 6 or 7 hours. Patient noticed their bg levels were a bit high before going to bed and when the patient woke up, the bg levels were at 380 mg/dl. Patient delivered correction boluses and drank a lot of water with no effect. Bg levels rose to 448 mg/dl and the patient drove to the emergency room (ER). Patient noticed a little bit of blood when the pod was removed and was feeling anxious. Pod was worn on the leg for between 4 and 24 hours. The patient tested negative for diabetic ketoacidosis (dka) at the ER and received fluids and insulin intravenously for treatment. A new pod was applied before the patient left the ER. Patient was released after 3 hours.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.